Manufacturer narrative:
Bse replaced the speaker assembly to resolve the issue. Following the part replacement, the bse completed a performance verification test (pvt), which the device passed without further issues. The device will be returned to the customer ready for use and fully functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failed alarm. The device was reported to be outside of sse at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) evaluated the device at a bench repair center and observed the issue. The bse determined that a speaker assembly replacement would be required. This investigation is ongoing.

Manufacturer narrative:
(B)(6).